Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(4) 2024 wherein the patient's system was fully explanted.

Event description:
It was reported that the patient was experiencing inadequate therapeutic relief. It was noted that the patient has a bulging disc. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000150218.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.